Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported during a 1cc/hr infusion of IV fluids on a patient's arterial line (pal presumed to be this), the pump displayed "air in line" and when the tubing was taken out of the pump it broke and leaked. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing broke and leaked was confirmed. During visual inspection it was observed that the silicone pump segment was mostly torn from the upper fitment. The ring retainer was still attached to the upper fitment with a piece of the silicone segment tubing underneath it. Functional testing showed a leak between the silicone pump tubing and upper fitment. The root cause of the customer's report could not be definitively identified.

Event description:
The customer reported during a 1cc/hr infusion of IV fluids on a patient's arterial line (pal presumed to be this), the pump displayed "air in line" and when the tubing was taken out of the pump it broke and leaked. There was no patient harm.